Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The customer was not requesting repairs as the unit was going to be traded in for another ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator abruptly shut off. It was reported that the unit generated an assertion code as well. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.